Event description:
A malfunction alarm, identified as malf 3, was reported by the customer. There was no adverse impact to the customer's blood glucose level. A replacement pump was arranged for shipment, as the original pump was under warranty. The customer did not have a backup insulin therapy and planned to contact their healthcare provider.